Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. Per imagery review, the valve frame struts were bent outwards on the crimped valve. The valve frame struts remained bent on the deployed valve. There was also tortuosity present in the access vessels. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the sapien 3 ultra valve have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures such as valve frame damage or compromised sheath and delivery system components, as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances as they arise from the same complex interplay of external factors rather than inherent product defects. In this case, the valve frame damage was confirmed based on evaluation of the provided imagery. The available information suggests that patient factors (tortuosity) and/or procedural factors (loader not fully inserted and device manipulation) likely contributed to the event as review of the imagery showed presence of tortuosity in the access vessel, and it was reported that the perceived root cause may have been that the loader was not fully inserted. A tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. If additional device manipulation or high push force was used to overcome the resistance, this may lead to the valve struts interacting with the sheath shaft and result in strut damage at the valve inflow side. An incomplete loader insertion or premature retrieval can introduce misalignment at the loader sheath junction, leading to resistance during delivery system advancement and increasing the risk of valve frame damage. The loader is designed to facilitate a smooth transition of the crimped valve through the sheath hub. When not properly inserted, discontinuity at this interface may cause friction or catching interactions between the valve and sheath hub, leading to bent valve struts. This damage may be further exacerbated by device manipulation (high push force), which subjects the valve to localized mechanical stress. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in germany, during a transcatheter aortic valve replacement (tavr) procedure using a 26 mm sapien 3 ultra valve via right transfemoral approach, resistance was noted while advancing the delivery system with valve through the esheath+. After the delivery system with valve exited the esheath+ tip, one valve strut was observed to be bent. As the risk of vessel perforation was considered high if the valve was retrieved, the decision was made to proceed with valve implantation. The valve was successfully implanted, but the strut was noted to be still bent. There was no patient injury, and the patient was noted to be stable post procedure. The perceived root cause of the event was the loader was possibly not fully inserted into the esheath+. Imagery was provided for evaluation. Per imagery review, two bent frame struts were observed on the crimped valve. The struts remained bent on the deployed valve.